Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's report of set leaking during an infusion could not be confirmed because the product was discarded and not returned for failure investigation. The cause of this failure could not be identified.

Event description:
Customer reported blood and IV fluids leaked onto pt bed due to the set disconnecting from angio catheter. There was no pt harm or medical intervention. Although requested, no further pt or event information was provided.